Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: the surgeon stated that she pushed the plunger forward to deploy the bag, she pressed the button, and excelled the plunger forward (correct steps), however, when she pulled back the plunger there was no black string. Surgeon pushed the plunger forward to open the bag back up, and she stated that the plunger felt caught or stuck. She pulled back on the plunger again. The white piece and blue piece (in picture) broke off the shaft inside the patient. Additional information provided by [name] on 21jan2026: yes. The white plastic piece as well as blue plastic from the shaft (in picture) were broken inside the patient. Both parts were found and removed from the patient. Images of the packaging as well as the broken device are included. Intervention: pieces were identified and removed from the patient's abdomen. Patient status: recovering fine.